Event description:
It was reported that the ilet displayed three dashes and did not show blood glucose readings while the paired dexcom g6 app continued to display values, indicating signal loss to the ilet only; the caregiver expressed safety concerns about the absence of an ilet alert when cgm readings were unavailable, and a support agent restarted the cgm session, after which readings resumed. Symptoms included no clinical symptoms reported. Outcomes included no impact requiring medical care or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that cgm data transmission to the ilet had ceased until the cgm session was restarted, after which normal function returned. It was concluded that the event involved a temporary loss of cgm data to the ilet that resolved with session restart, with no reported adverse health effects.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.